Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as fold flaw opening and missing assessed as inconclusive . Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.